Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sic (sensing integrity counter) and there was oversensing associated with the right ventricular lead. It was noted that there were 15- ventricular non-sustained episodes <(><<)>=210 ms, 1- patient alert for oot subthreshold lead impedance. The daily pace lead trend data shows a spike increase for rv pace. Programmer data shows 1- patient alert for lead failure predictor, 1 - patient alert for oot subthreshold lead impedance and the ventricular short interval count v-sic=850 counts, in 7.9 days.

Event description:
It was reported that performance data from the device showed that there was right ventricular (rv) lead oversensing, non-physiological noise and pacing impedance that has more than doubled the baseline value in one day. The rv lead remains in use. No patient complications have been reported as a result of this event.